Event description:
End user reports bending syringe cannulas.

Manufacturer narrative:
End user was educated on the complaint call of the incorrect use of the insulin syringes. After educating the end user the proper way to depressurize the medication vial and inserting the medication vial at an angle, the end user was successful in not bending the insulin cannula.